Event description:
It was reported that during a coronary procedure the voyager dilatation catheter could not be inflated. There was no reported patient effect. No additional information provided. Device analysis revealed a longitudinal rupture in the balloon.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned rx voyager dilatation catheter noted blood and contrast visible on the outer member, which is consistent with handling. The balloon was loosely folded. There was a longitudinal rupture 1mm distal to the distal balloon marker for a length of 9 mm. There were no scratches found. Scanning electron microscopy (sem) analysis determined that the rupture may be attributed to exposure conditions or a material/processing discrepancy. The balloon failure initiated along the inner surface. Partial tearing was observed along the edge of the fracture along the inner surface. Balloon rupture can be affected by numerous factors including, but is not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. The patient anatomical conditions were not reported which may have aided the investigation. Additionally, it is unknown at what pressure the balloon ruptured, which may have aided in the investigation and determination of cause; however, ruptures that initiate along the inner surface of the balloon are typically related to multiple and high pressure inflations. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. A conclusive cause for the reported balloon rupture could not be determined. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.